Event description:
The customer reported the 840 ventilator stopped cycling. There was no pt involvement. Covidien inspected the device and replaced the analog interface pcb and psol assembly. The ventilator passed all testing.